Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. A tier ii corrective and preventive action (CAPA), im-CAPA-(B)(4) was opened to investigate the root causes that led to this failure mode. Baxter performed a batch review. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor two day device had ruptured during patient use at the hospital. According to the report, the device was filled with 5-fluorouracil and normal saline. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.